Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurate high as compared to the her feelings/normal results. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(4) 2011. The mss was advised by the patient that she tests twice a day and that her normal readings are anywhere between '120-170's mg/dl'. The patient stated that she manages her diabetes insulin, 28 to 30units of nph and 'very seldom and only as needed', 5units of regular. On (B)(6) 2011 at 4:15pm, the patient reported obtaining the alleged high readings of '272 and 287mg/dl'. The patient informed the mss that she took her usual dosage of 28units of nph plus 5units of regular in response to the reported issue. One and half hours after the alleged product issue occurred, the patient claimed to have developed symptoms of 'shakiness and sweatiness' and self treated with 'a banana and orange juice' in response to these symptoms. Shortly after, the patient 'felt better'. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the meter was set to the correct unit of measurement. The cca also noted that the patient did not have any control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.